Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room with heart rate of forty beats per minute. The patient had been lost to follow up for four years. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was unable for device download. The device was explanted on (B)(6) 2016. No further information was available.